Manufacturer narrative:
Maquet medical systems, USA submits this report behalf of the legal MFR of the device maquet cardiopulmonary ag kehler strasse 31 76437 rastatt, germany. Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The sample has not been returned for investigation. A supplemental medwatch will be submitted when add'l info becomes available.

Event description:
It was reported that after assembling and priming a quadrox-I oxygenator, leakage was found at the oxygenator outlet. The blood outlet connector had disconnected at the housing prior to placing the pt on cardiopulmonary bypass. (B)(4).